Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed and it was found that due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value. In addition to the reportable findings documented in b5, non-reportable findings are as follows; due to damage on charged coupled device unit, the image had white dots; due to clogging of nozzle, water removal ability did not meet the standard value; distal end and universal cord both had a scratch; adhesive on bending section cover was detached; connecting tube had discoloration; connecting tube had a wrinkle; low angle; and suction cylinder was shaved. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had reduced angulation/play in scope. The issue was found during general routine inspection by the customer. The olympus field service engineer confirmed the device was reprocessed at the customer site, before pick up. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: nozzle, adhesive around objective lens, and the bending section cover all had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle, adhered to the bending section cover and lens glue was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-lv1l/I, operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-lv1l/I,reprocessing manual chapter 5 reprocessing the endoscope(and related reprocessing accessories). Olympus will continue to monitor field performance for this device.